Event description:
It was reported that four days post implant, there was high atrial impedance, sensing and capture difficulties, and threshold increase. The device was explanted. No patient complications have been reported as a result of this event.